Manufacturer narrative:
The manufacturer was able to walk the site through how to resolve the issue over the phone. Registration of the patient was achieved by cropping out the patient's chin.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that the site had difficulty registering the patient. The first patient registration model was "really poor quality". The quality was improved the quality of the registration model but the 3d model in the planning screen and the registration model in the registration screen were both very poor quality. The surgeon was able to complete the registration using pointmerge and continue the case with no impact to the patient with a less than 10 minute of delay.

Manufacturer narrative:
Additional information: medtronic received information that the application software on the navigation system was upgraded to resolve the reported issue.

Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. The archive was found to have the head tilted back and that the chin of the patient had scatter in the archive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of the reported issue found that the initially reported issue was inadvertently reported and did not meet reportability requirements as the surgeon was able to register the patient with separate methods. Following the analysis of the patient archives, the software investigation concluded that the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.